Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured aneurysm located at v4 segment of the vertebral artery with a max diameter of 17.6 mm and a 4.5 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during a transcatheter arterial embolization (tae) procedure, after deployment of the ped embolization device, the physician attempted to detach the second coil, fc-3-8-3d (lot: 228893102). However, the coil could not be detached. The physician attempted manual troubleshooting by bending the device at the black marker position, but the coil still could not be detached. A new detacher was then used; however, the issue persisted and the coil remained unable to detach. The physician attempted to detach the coil using the instant detacher twice. A second instant detacher was then used, and two additional detachment attempts were made. A manual detachment attempt via the hypotube was also performed once. The instant detacher will not be returned for investigation as it was discarded. No issues with the instant detacher were reported. The physician subsequently switched to another coil model, apb-3-8-3d-es (lot: 227097274), and successfully detached the coil using the original detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ped2-450-20 pipeline stent , fg15150-0615-1s, 105-5091-150 microcatheter.